Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient believed to be receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain. The hcp called to request compatibility guidelines for an MRI that was being done to check if there was a "leak at the site". The hcp noted that the patient came through the emergency room (ER) and the hcp stated that they were "assuming the doctor physically saw something to make him/her believe there was a leak". The reporting hcp was unsure where the leak was. Another hcp called in the same date and was "looking to have the pump turned off in the emergency room". The second hcp stated that they had contacted the surgeon and they stated they were not available to assist. There were no symptoms reported and no further information was provided at this time. Additional information was received from a consumer via a manufacturer¿s representative (rep) on (B)(6) 2018. The device was being used to deliver 2 mg/ml fentanyl at 0.1499 mg/day and 1.0 mg/ml bupivacaine (marcaine) at 0.075 mg/day. The reason for use was not reported. It was reported that the patient was admitted to the ER (emergency room) because her spinal incision was not healing and she was experiencing withdrawal symptoms. Environmental/external/patient factors that may have led or contributed to the issue included the patient stating that she has a chronic medical condition called eds that inhibits her healing. Pump logs indicate that there was a motor stall at 10:56 on (B)(6) 2018 and it recovered at 12:39 on the same day. Actions that were taken to resolve the issue included the pump being placed on minimum rate. Surgical intervention had not occurred, but it was scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. The patient weight was provided. The healthcare professional (hcp) has no further information for the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.